Event description:
Patient reports a lot of grinding and clicking. Patient states something feels loose and has a lot of pain. Knee swells.

Manufacturer narrative:
An event regarding patellar clunk syndrome involving a triathlon patella component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the components were not provided for evaluation, they remain implanted. Medical records received and evaluation: medical review of the records provided concluded investigation by the surgeon revealed a ¿patellar clunk¿ syndrome. Based upon complaints and diagnostic findings thus far, there is no evidence for device-related problems and cause of the reported symptoms should be considered as caused by an adverse mix of patient-related factors (quality of extensor mechanism musculature) and procedure-related factors (component position with potential issues of patellar maltracking) for which surgical therapy is not yet indicated but might be delivered per arthroscopy. This pi case is not device-related. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: based on medical review of this case; ¿patellar clunk¿ syndrome has been identified, there is no evidence for device-related problems and cause of the reported symptoms should be considered as caused by an adverse mix of patient-related factors (quality of extensor mechanism musculature) and procedure-related factors (component position with potential issues of patellar maltracking) for which surgical therapy is not yet indicated but might be delivered per arthroscopy. This pi case is not device-related. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.